Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt a rapid heart rhythm and presented to the emergency department. The patient symptom was classified as atrial arrhythmia. It was also reported that the right atrial (ra) lead was observed with intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.